Manufacturer narrative:
Analysis of the pump revealed no anomaly. Analysis of the catheter revealed catheter body damage to transition tube. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2018, product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 10-jan-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 1mg/ml at 0. 2mg/day and bupivacaine 3mg/ml at 0.6mg/day via an implantable pump. On (B)(6) 2020 it was reported a motor stall occurred. The physician interrogated the pump in the office on (B)(6) 2020 and the pump was in a motor stall, multiple stalls in over a week. In regards to if there were any environmental, external or patient factors that may have led or contributed to the issue was noted as unable to determine. The actions and interventions taken to resolve the issue was the pump was replaced and the surgeon observed a break/separation in the pump connector catheter segment and was replaced. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated regarding the event.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) reported the logs indicated a low reservoir alarm on (B)(6) 2020 at 10:42pm, a pump motor stall occurred on (B)(6) 2020 at 7:57am and a pump motor stall recovery was noted on (B)(6) 2020 at 8:11am, a pump motor stall occurred on (B)(6) 2020 at 9:34 am and a pump motor stall recovery was noted on (B)(6) 2020 at 9:42am, and a pump motor stall occurred on (B)(6) 2020 at 1:01pm with a motor stall recovery noted on (B)(6) 2020 at 1:09pm. No further complications were reported.